Manufacturer narrative:
A device evaluation was not performed because the opmi pentero 900 microscope was serviced 3 weeks prior to the incident and no issues were identified. In addition, the customer communicated that the issue was not caused due to any malfunction of the microscope.

Event description:
A healthcare professional (hcp) reported that a patient received a 1st to 2nd degree burn during a spinal surgery while using an opmi pentero 900 microscope. The burn was egg-sized and within the proximity of the surgical area. The hcp treated the patient's burn with a grease pad. The hcp communicated that the issue was not as a result of any malfunction with the microscope. The hcp reported that the focus light link was purposely switched off prior to the surgery which compromised a safety measure of the microscope.